Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient reported hearing tones from the device. The remote home monitor indicated an alert for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead due to an increase in the shock impedance measurement that averaged at 125 ohms. It was noted the rv lead was a single coil lead and may exhibit a higher impedance value. At this time the clinic opted to increase the remote home monitoring system alert to 150 ohms. The rv lead and crt-d remain in service and no additional adverse patient effects were reported.